Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in occasional pacing inhibition. Programming changes were suggested; no changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.